Manufacturer narrative:
Corrected from 11/1/2012 to 12/19/2012. A field service engineer was dispatched to the customer site. The vacuum pump oil and oil mist filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
(B)(6). The catalytic converter was also replaced to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from february 2017 to august 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4).

Event description:
A customer reported an event of an "oil smell" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. Tan asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.